Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had out of range high pacing impedance greater than 3000 ohms. The patient was seen in the clinic where isometrics were performed and did not produce noise. The impedance values in the office were approximately 500 ohms, and thresholds were stable. Device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the other manufacturer rv lead was explanted and replaced, however the impedances were not tested on the pacing system analyzer (psa) during the revision. The crt-d remains in-service. No additional adverse patient effects were reported.